Manufacturer narrative:
Device received. Investigation results pending.

Event description:
It was reported by the customer that the device wont boot up/keypad not working. There was no additional information provided and no patient involvement.

Event description:
It was reported by the customer that the device wont boot up/keypad not working. There was no additional information provided and no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 16jul2020. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported by the customer that the device wont boot up/keypad not working. There was no additional information provided and no patient involvement.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported by the customer that the device wont boot up/ keypad not working. There was no additional information provided and no patient involvement.